Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during right ventricular (rv) lead placement a lead perforation was found. The patient had a pericardial window in order to relieve the blood. The physician was not sure if it was the lead placement or was it the previous atrial ablation that caused the perforation. No revision was done with the lead and was left as is. No additional adverse patient effects were reported.